Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device is currently at 16% battery status and the clinic is concerned of premature battery depletion. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental is being filed to provide additional coding.

Manufacturer narrative:
This supplemental is being filed to provide additional coding.

Manufacturer narrative:
This supplemental report is being filed to provide additional information regarding device explant.

Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device is currently at 16% battery status and the clinic is concerned of premature battery depletion. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental report is being filed to provide additional information regarding device explant.

Event description:
It was reported that this device is currently under advisory for premature battery depletion. The device is currently at 16% battery status and the clinic is concerned of premature battery depletion. Remote device analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.